Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 313 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent/kinked, while wearing it on the hips/buttocks. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
No issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. No issues were observed with the cannula, adhesive pad, or bottom housing that would contribute to skin irritation. The exact cause of the reported infusion site irritation could not be conclusively determined.